Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in germany it was reported that the patient faced an issue with infusion set cannula/needle was broken. The infusion set was in use for 20 minutes. No further information available.